Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that there is a lot of adhesive residue on the guidewire that can't be inserted into the body. No other information was provided. It was reported this occurred with three devices. This report addresses all three devices.